Event description:
It was reported that the gastroscope had no image. The issue was found during a diagnostic pulmonary bronchoscopy with a lavage procedure that was completed with olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The customer contacted olympus technical assistance support (tac) via phone. The customer informed tac of the event. Troubleshooting steps was performed, and the scope was tested on two different working towers, neither of which brought back an image. It was tested with a bf-xp190 of a different serial number, which had no image issues on either tower. The customer cleaned the scope contacts with a 70% alcohol prep pad, letting the gold scope contacts air dry for 15 to 20 minutes. However, this did not resolve the image issue. The customer was advised that all troubleshooting has been tested and that sending the scope for evaluation was recommended. But customer declined the transferred to our customer solutions department. The device will not be returned to olympus for evaluation. Based on historical data, possible causes include electrical problems due to open or short circuit, signal loss, and mechanical issues such as leakage/seal, damage, deterioration, and wear and tear between the camera head components without any design or manufacturing defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.